Event description:
Information received from the field does not address the patient's clinical status but notes loss of left ventricular capture two days post implant. The activity on the ventricular channel did not appear to correspond with left ventricular pacing. It appeared to be intrinsic conduction. An x-ray revealed that the lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received